Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2016-00386. It was reported the patient underwent a trial lead implant procedure on (B)(6) 2016. The patient had the bilateral coverage that was needed but there was a new pain that went down her left leg to the foot. Post-op the patient was given steroids and pain meds and the pain was better.